Event description:
It is reported by the patient's medical records that patient underwent a right hip arthroplasty in 2007. Post-op, she experienced pain and was revised in 2009 by a dr.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation nor were x-rays returned for review. Patient's information such as height, weight, and activity level is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.